Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis. Customer's blood glucose was unknown. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer mentioned there was a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.